Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter would not completely open in the middle segment. Prior to the event, the flow diverter was advanced through the xt27 microcatheter. Then the physician started to release it in the carotid t, but the reported event occurred. The flow diverter was slowly removed, standing out inside the xt27 microcatheter. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm with 6mm diameter and very wide neck located in the beginning transition of the ophthalmic segment of the left internal carotid artery (ica). The distal/proximal landing zone size and use of dual antiplatelet therapy was unknown.

Manufacturer narrative:
Device evaluation the pipeline flex with shield braid and xt27 microcatheter were returned for analysis without the pushwire. The pipeline flex with shield appeared to be stuck in the catheter and it could not be pushed forward or removed. For further examination, the catheter was cut to remove pipeline flex with shield. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. The middle of the pipeline flex with shield braid was found to be fully opened and no damage. The xt27 microcatheter were compatible with each other. No other anomalies were observed. Based on the customer¿s photos, the pipeline flex shield was confirmed to have failure to open at the middle section. However, based on the returned device, the pipeline flex with shield was not confirmed to have failure to open at middle section as the middle section of the pipeline flex with shield braid was found to be fully opened and no damage. Both ends of the pipeline flex shield braid appeared to be opened and moderately frayed. The damage to the braid on the ends of the pipeline flex with shield is likely the results of the physician re-sheathing the device mo re than recommended two times. Possible contributing factors of failure to open include damage to the braid and patient tortuous anatomy. There was no non-conformance to specifications identified that led to the failure to open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.